Manufacturer narrative:
The device was returned for analysis. The stent was returned deployed. The reported stent deployment issue was not tested based on device condition. The reported mechanical jam was not confirmed based on device condition. The reported material deformation of the stent was confirmed. Additionally, it was noted that the sheath was wrinkled and struts were separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that anatomical conditions contributed to the reported difficulties and the distal shaft was entrapped within the vessel such that the thumbwheel was unable to move completely and fully deploy the stent. With the distal shaft entrapped, the stent strut separation occurred when the system was retracted with the anatomy, subsequently resulting in the additional noted damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous left superficial femoral artery. Atherectomy was performed and the 6mm vessel was pre-dilated with a balloon dilatation catheter. The 7.0 x 100 mm absolute pro was advanced to the target lesion. During deployment, the stent did not fully deploy. The stent only partially deployed because the thumbwheel stopped turning. When retracting the device for removal, the stent stretched and got mangled. The stent was removed with the delivery system. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.